Manufacturer narrative:
D10 concomitant product: e1450-6, e1450-6 6in coated blade x50 (lot#250900197r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the procedure, the device¿s tip ignited (match-sized flame) during use. The flame self-extinguished after activation was stopped. No operating room fire was reported. Following the initial incident, the biomed department conducted testing on the esu and identified high-voltage issues with the generator. There was no patient harm or injury.